Manufacturer narrative:
During follow-up, the patient said she has catheterized for a long time with the f14nc catheter. She explained that there was no defect or malfunction with the catheters, and did not know the lot number of the units she was using at the time of the infection.

Event description:
Intermittent catheter patient (user) stated she has a bladder infection while using the f14nc catheter, and is being treated. During follow-up, the patient reported she did acquire a urinary tract infection (uti), and was prescribed an antibiotic for 14 days. She reported she suffered no injury, but was still taking the antibiotic, and felt fine.